Event description:
Clinical trial. It was reported that following a carotid artery stenting procedure, the pt developed in-stent restenosis. The index procedure treated the 80% stenosed, 6x10mm lesion of the ostium of the rica (right internal carotid artery). Treatment consisted of placement of another MFR's distal protection wire, deployment of a nextsent, and post dilation resulting in 30% residual stenosis. The pt was discharged three days post procedure. The pt returned 389 days following the procedure for a study scheduled follow up visit. Ultrasound showed a 79% stenosis of the ostium of the rica. Core lab analysis of the ultrasound showed the nexstent was patent. However, on day 417 magnetic resonance angiography showed occlusion of the stent in the rica. The pt is scheduled to return in 2009, for a repeat ultrasound to determine a course of action.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.